Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 70 mg/dl at the time of the incident. The customer was at 188 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as twitching and seizure like symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering. Troubleshooting was completed and the reservoir was showing less insulin than in the status screen. The insulin pump will be returned for analysis.